Manufacturer narrative:
(B)(4). Batch unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: did the tissue pad melt? A: yes. Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) A: all the tissue pad was detached and melted. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the teflon pad detaches from the device. Another like device was used to complete the procedure. Surgery was prolonged three minutes. There were no adverse consequences for the patient.